Manufacturer narrative:
Manufacturer investigation conclusion: the reported suspected driveline damage could not be confirmed as no product was returned. (B)(6) was not returned, and no product is available for investigation. The relevant sections of the device history records for (B)(6) and the driveline (164133) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook, rev. C contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage. The dl was returned severed approximately 4¿ from the pump housing. Two additional portions were returned - a middle portion measuring approximately 3.5" and a distal portion measuring ~31.5" from the cc. The previous repair site was observed approximately 19 - 22.5" from the cc. The silicone jacket was severed approximately 26" from the cc, and the severed portion was returned separately, measuring approximately 3.5". The sealed inflow conduit (inlet elbow, flex section, and inlet extension), the outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue.the returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Upon microscopic inspection, breaches in the insulation of the brown and black wires were observed at what would be approximately 10.5" from the pump housing. Additional breaches were observed in the yellow wire at what would be approximately 11" and 13.5" from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the brown, black, and yellow wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in low speed or pump stop events. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and the driveline (164133) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due too internal driveline fracture.